Event description:
Customer called to report that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose level was not included in the report. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Scratches on the display window, a cracked case near a display window corner, and a cracked reservoir tube lip were noted. No crack was noted on the display window. The insulin pump passed the reset error test with no alarm.